Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 85% stenosed lesion in the atrioventricular fistula. A 5x40mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion and inflated 3 times. The first inflation was to 10 atmospheres (atm), the second inflation was to 15 atm and the third inflation was to 20 atm, at which point the balloon ruptured. The bdc was removed, and another armada 35 was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported from this lot. The investigation determined that the reported material rupture was likely due to case related circumstances. It is likely that the material rupture occurred due to interaction with the lesion calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.